Event description:
The manufacturer received information alleging a bipap s/t c series device was unstable and caused hospitalization. The patient was taken to the hospital. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a bipap st c series device was unstable and caused hospitalization. The patient was taken to the hospital. The device was returned to the manufacturer for evaluation. During the evaluation of the device, the customer's complaint of the device being unstable was not confirmed. The device passed all testing. The device operated and alarmed to design specifications. The manufacturer concludes the customer's complaint of the device being unstable was not confirmed. It appears the device did not cause or contribute to the patient's hospitalization.